Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was just implanted on (B)(6) 2013. The patient had plans to travel out of state to a teaching hospital to see an internist, a neurologist, an orthopedic surgeon, and a gastrointestinal surgeon to get a second opinion on her spine on the suggestion of her physician. The patient wasn't getting answers with her current physicians with regards to what was wrong with her. The pump hadn't worked for the patient yet. The pump was pumping the medication in, but the patient hadn't gotten any good results yet. The patient was initially told that she would get relief in 6 weeks; she was also told that the prialt took at least 10-14 days to reach its peak. The pump was delivering prialt. On the night of (B)(6) 2013, the patient had an episode of acute pain in the pelvic area and in the sciatic area of the buttock. It lasted from 8pm to 4:30am. The patient finally fell asleep and when she woke up it didn't hurt anymore. The patient had contacted her physician's office and was told to go to the ER for the pain; but oral medications didn't work well for the patient, opioids made her sick to her stomach, so she chose not to go to the e.r. But rather wait out the pain. The patient had been to the ER 18 times in the past; the last time was (B)(6) prior to the pump implant. After the episode on (B)(6) 2013, the patient asked her primary doctor for sleeping pills so that in case it happened again she could "sleep it off"; he gave her ambien, but she hadn't had to take any yet. The last time the patient saw their pump managing physician, one nurse told the patient she wasn't getting much of a dose and they could only increase it by 0.25% each time; another nurse told her she was getting a lot and they would have to talk to the doctor about it. The patient knew that it took time to titrate the dose, but it had been reprogrammed 3 times since implant and the one nurse had told her that they would have to talk to the doctor. The patient was having a lot of fear with regards to going on the trip she had planned because it was a 13 hour trip and she didn't to have another acute episode while traveling. The patient's pain was sciatic nerve pain in both buttocks; it was switching from one to the other; the right side was worse. It would kind of go away and then it would come back. She also had weird sensations in her pelvic area where it felt like everything was going to go on fire and then it usually moved to her abdomen and then into her groin. The patient had the sensation now; it was "kind of like an icy weird feeling in my vagina." "It's kind of a tingling feeling and it starts, like, right in the uterus where the bladder is and then it works its way up into the abdomen and then goes into the groin and then it wraps around to the sciatic area of the buttock." During the episode on (B)(6) 2013, it didn't go as far as it usually did; the patient was in a lot of pain for a lot of hours, but wasn't as severe as it normally was without the pump, so the patient thought that the prialt might be helping to "tame it down a tinge", but it wasn't enough that she could sleep; she just finally got so exhausted that she "conkedout." The patient was having a CT scan (B)(6) 2013 to rule out having something wrong with her bowel. Initially they thought the patient had neuropathy, but that was ruled out with an emg. The patient had a trial prior to pump placement and saw a little bit of relief, but she never had an acute episode during the trial. The patient wasn't ready to give up on the pump yet. It was later reported that the patient was going in for 2 mris back to back on (B)(6) 2013; it was going to take about 25 minutes for each one. The mris were of the l spine and c spine. The patient was going for a second opinion for surgery on her neck and spine and the doctor's needed new films; the others were too old. The patient was planning on having the pump checked following the mris. Additional information received reported that the medication was titrated up every two weeks; but it was "not helping." The hcp (healthcare provider) was concerned about side effects because the patient "would say something about something unrelated." The patient had "weird sensations in her mouth," and that it had been happening since implant. The patient also called the hcp "once about being stressed and irritable," and noted that the nurse she spoke with "was not helpful." The patient said that the pump was helping with none of the pain in her body since implant and that she had nausea and was sick to her stomach from the pain, not the pump medication. It was then noted that the doctor told the patient in july that she "was not on a high enough dosage." It was later reported that the patient was not getting delivery but then when she was getting medication delivery before, it was making her sick and the patient was having a lot of really bad side effects. They started with prialt and then they were putting in bupivacaine and baclofen as a mixture. They had it up pretty high and the patient wasn't getting any results, but was having a metal lic taste in her mouth. They wanted to start bringing it down because there was concern about the high amount the patient was getting. Then, in (B)(6) 2014, they decided to do a side port study and found that the catheter was kinked, as previously reported. Nothing was found wrong with the pump. After the catheter kink was fixed, it looked like that was the problem all along. The patient wasn't getting the benefit of the medication but was getting too much of it but was getting a metallic taste. They did a side port study and the pump was working but obviously the catheter must have kinked at the very beginning.

Event description:
Additional information received clarified the patient had a side port study in (B)(6) 2014 because, she was not getting relief from the pump since (B)(6) 2013. The test confirmed that the pump was okay, but the catheter was kinked. The catheter was replaced on 2014 (B)(6). It was also noted after the patient had a metallic taste in her mouth starting a few months after implant the prialt dose was reduced and removed. The patient had been very ill and had no relief since implant. It was further reported, the patient as on oral medication now and that may be making her more sick. Sufentanil was added to the pump (exact date not provided) and the patient had ¿bad side effects¿ from this medication. The sufentanil was also removed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, in the past, the patient's pump medication was not working well. The patient used to have prialt, which caused bad side effects. The patient's implant wasn't checked and she was receiving a "megadose". A side port study was performed and the catheter was found to be kinked. In (B)(6) 2014, the catheter was replaced. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was initially reported (B)(6) 2014, the patient was having an MRI after a port dye study, but there were no symptoms or problems reported. Information received 2014-dec-05 indicated the patient had presented to the emergency room during vacation for pain and spasticity being out of control. The cause of the event was unknown, but was possibly due to inflammation related to activity secondary to travel. The event was ongoing. It was noted the pain and spasticity was a response to patient¿s spinal pathology. The pump and catheter were revised (B)(6) 2014. Preceding this, a side port dye study, a lumbar magnetic resonance angiogram (mra), and a thoracic MRI were done to visualize the catheter tip. No abnormality was noted pre-operatively and post-operative course was unremarkable. The system was being used to deliver prialt, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had early signs of side effects with prialt. The patient had word finding-difficulty at a relatively low dose of 2.8mcg. It was discontinued and the side effects resolved. At the time of this report, the patient was using sufenta and was supposedly doing okay. Per the patient's hcp, the patient was incredibly high maintenance and frequently fabricated issues. The patient also suffered from mental issues. He called the hcp's office no less than twice per week and sometimes as much as twice per day.